Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected field - h6 (medical device problem code, investigation findings).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported to getinge fse during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) unit had temperature sensor threaded probe issue. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields b4 g3 g6 h1 h2 h6 type of investigation findings component codes investigation conclusions h11. The fse evaluated the unit and while all functional tests initially passed it was noted that the scroll compressor had accumulated over 5000 operating hours during the process the temperature sensor threaded probe was damaged due to the compressor being beyond its recommended service interval indicating the compressor required replacement the fse replaced the scroll compressor as the unit had reached approximately 6200 operating hours and exceeded the recommended replacement interval of 1100 hours following replacement the unit was fully inspected calibrated and tested all functional and safety tests passed successfully and the unit was confirmed to be operating correctly with the issue resolved.